Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 experienced drawer failure with device not detected on bus despite reboot and recover storage attempts. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer was unable to duplicate the issue then reseated the row board connection as a precaution and performed testing, confirming the issue could not be duplicated. The system functioned as intended after the field service engineer verified the device.